Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was lightheaded and presyncopal. The right ventricular (rv) lead exhibited oversensing, and a replacement procedure was performed. During the procedure, the patient experienced occasional bradycardia due to intermittent loss of capture. The rv lead was disconnected from the device and paced through the analyzer, which continued to exhibit loss of capture, and the lead was subsequently explanted and replaced. After the new lead was connected to the implantable pulse generator (ipg), there continued to be intermittent loss of capture and the patient developed bradycardia with periods of asystole. The ipg was then explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 5076-58, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced lightheadedness and was presyncope. Oversensing and intermittent capture were noted on the right ventricular (rv) lead and a pacing problem and failure to capture were noted on the implantable pulse generator (ipg). Reprogramming was performed and the rv lead was capped and replaced. During the procedure no capture was still noted, the patient experienced bradycardia and their heart rate was asystole. The ipg was then explanted and replaced. No further patient complications have been reported as a result of this event.